Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen was unresponsive. Customer stated that the screen was black and was unable to interact with the screen when pressing the wake button to wake the screen up. During troubleshooting with tandem technical support, the pump was connected to a power source. The pump beeped and vibrated however the screen remained black. The customer's blood glucose level was 132 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.